Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was discarded and not returned. Sales representative reported that the cause of migration was unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Sales representative reported a catheter revision due to catheter migration. The patient had previously complained of increased pain. During the revision surgery, a new distal end of catheter was implanted and the catheter tip was moved from right to left. The removed segment of the catheter was discarded, and it was confirmed that the cause of the catheter migration is unknown.